Manufacturer narrative:
Disposable was returned and investigated: visual inspection was conducted, and the sheath was crumpled. The deployment test was conducted, and it failed. Hence, the complaint can be confirmed. This observation will be monitored and trended.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2025, a patient received a novasure procedure and after completion of the procedure, the physician could not remove the array from the uterus. Physician had to use his fingers through the cervix which caused the patient pain. The next day the patient went to the emergency room due to pain in her vagina/uterus, patient was prescribed antibiotics due to increased infection rate.